Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "over-corrected" for an elevated blood glucose (bg) of approximately 200 mg/dl, which resulted in a low bg of 62 mg/dl. Customer consumed carbohydrates to address bg. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.